Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The device had no noise anomaly during testing noted. The unit was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
The customer reported a no delivery alarm and the insulin pump had a rattling sound. The blood glucose reading was 366 mg/dl. The patient was assisted with performing a fixed prime test. During a manual prime test, the insulin did not exit. No further information was provided.